Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to the advisory status of the right ventricular lead, it was capped and replaced on (B)(6) 2018. There were no allegations of malfunction on the lead and all measurements were normal. X-ray was performed and no abnormalities were noted. There were no adverse consequences to the patient.